Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside and around the mouth of the nozzle. It is likely that foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged because reprocessing was not performed according to instructions for use (IFU). It was confirmed that there was no deformation of the air/water nozzle. It was confirmed that reprocessing was not implemented according to the IFU. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. Distal end had foreign objects. The bending section cover, objective lens and light guide lens was dirty. The distal end cover had foreign objects. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover was chipped. Due to clogging of nozzle, water removal ability does not meet the standard value. Distal end was deformed. The distal end cover had a burn. Scratches were found throughout the device. Control unit was discolored. Suction cylinder was shaved. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported, "histoclear" (clearing agent) adhesion was noted at the tip of the gastrointestinal videoscope. The usage environment at the time of occurrence is unknown. The intended procedure was therapeutic (endoscopic submucosal dissection). The procedure was completed with the same device. There was no delay in procedure. The malfunction had no adverse effect on the patient or procedure. Pre-use check was conducted. Cleaning and disinfection was also performed. The device was returned and an inspection revealed presence of foreign material inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.